Manufacturer narrative:
It was reported that the patient developed a new left bundle branch block (lbbb) post navitor implant procedure. The patient had lbbb with a first degree atrioventricular block on the following day of device implant. There was no allegation of malfunction against the abbott device or procedure. Information from field indicated that the valve was re-sheathed once during procedure due to being deployed too high and the final non-coronary cusp implant depth was 4.1 mm, deeper than optimal 3 mm implant depth. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as decision was made to implant a dual chamber permanent pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too high. The length of the membranous septum was 8.8mm and the final non-coronary cusp implant depth was 4.1mm. Post-procedure, it was noted via electrocardiogram (ECG) that the patient developed a new left bundle branch block (lbbb). The patient was hospitalized for monitoring of heart rhythm. On (B)(6) 2024, it was noted that the patient had a lbbb with a first degree atrioventricular block. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.